Event description:
It was reported that on (B)(6) 2013 a modified synthes cslp plate in place from a previous procedure was being removed. The plate had been cut in half during the original placement. The modified plate removed was reported as a 43mm plate. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.